Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the displayed image blanked out. There are no reports of patient injury or death associated with this event.